Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that the clip arms were bent towards the inside. Functional evaluation was performed, and no difficulties were found on the handle while being actuated. The clip assembly was able to perform the first activation and could be released from the catheter without problems. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. Regarding the found problem of clip arms being bent towards inside, this is likely due to operational factors such as the customer trying to reach the end of the scope to use the clip according to the faced needs, and slightly opened the clip arms inside the scope, and due to the force applied in order to advance the clip, this caused the clip arms to bend towards the inside. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to the one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed despite repeated attempts. The same problem occurred with the second resolution 360 clip. The procedure was completed with the third resolution 360 clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end the stroke of the second clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to the one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed despite repeated attempts. The same problem occurred with the second resolution 360 clip. The procedure was completed with the third resolution 360 clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end the stroke of the second clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.